Event description:
Healthcare provider reported a left side deflation and ¿hole in value at edge of value". Device was explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation/valve leak and/ or damage: observed opening on anterior (valve/ shell bond edge) side assessed as unidentified (tear) opening. Shell thickness within specification. Additional observations: observed creases on the device. Observed wear abrasion on the device. White particles observed inside the device. Brown particles observed in the fil channel. No further actions are required as the device was implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation and ¿hole in value at edge of value". Device was explanted.